Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 507652, lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after hearing the lead integrity alert (lia). The right ventricular (rv) lead exhibited high impedance and high thresholds of greater than 3 volts due to a possible fracture. It was determined that only the pace/sense portion of the lead was affected, therefore a new pace/sense lead was implanted while leaving the remaining of the rv lead in use. No patient complications have been reported as a result of this event.